Event description:
Customer reportedly received the following result on the aviva system: 63 mg/dl (01:13); 113 mg/dl (01:15); 351 mg/dl (01:18); 60 mg/dl (01:21); 172 mg/dl (01:24); 72 mg/dl (01:28); 119 mg/dl (01:32). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following result on the aviva system: 63 mg/dl (01:13); 113 mg/dl (01:15); 351 mg/dl (01:18); 60 mg/dl (01:21); 172 mg/dl (01:24); 72 mg/dl (01:28); 119 mg/dl (01:32). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.